Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that there was burning pain at the implantable neurostimulator (ins) site, there was ¿stuff¿ growing around it, they could feel it under the skin and the ins moved around. It had been over a year, and starting about a month they had a patch that helped for the first couple of weeks but not at all at the time of the report. They had probably lost 30 pounds.